Manufacturer narrative:
Exemption number e2017014. (B)(4). A siemens service engineer inspected the system and confirmed that all gaps according to the srt procedure are in the specified range of < 8 mm and the system is fully operational. Assessment of the reported event does not indicate a system failure or malfunction and no non-conformity was identified.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom symphony syngo mr system. During table movements, a patient wrapped their fingers around the table top which resulted in a fracture to the tip of the finger. The patient was transferred to the emergency room for medical treatment, however, the extent of medical treatment provided is unknown.

Manufacturer narrative:
Correction: information has been provided that the intial date of event was (B)(6) 2018 and not january 31, 2019 as previously reported. Siemens has completed an investigation of the reported event. The root cause was determined to be an operator error. The system was checked by siemens healthineers service and found to be within specification. All gaps were within the specified range of 8mm in maximum. No hardware problem was found which would explain the reported incident. Pinching the patient's finger was caused by an inadequate or wrong positioning as described in the magnetom operator manual (m1-015.621.19.01.02 - page 323 - 330, chapter e.1-7.), patient preparation and positioning. In order to avoid such incidents in the future, always follow the instructions given in the operator manual regarding correct patient positioning. Always position the patient so that the patient's arms are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). Ensure that the minimum distance of 5 mm is maintained between patient and tunnel covering. To ensure this distance, use positioning aids, e.g. Blankets made of linen, cotton, or paper, or dry material that is permeable to air. Assessment of the reported event does not indicate a system failure or malfunction and no non-conformity was identified. The operator manual provides clear instructions to carefully monitor the patient during table movement. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the mr system.